Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high shock impedance measurements of greater than 100 ohms. No values were reported to be out of range and the current value was 118 ohms. No changes were made, and the ICD remains in service. No adverse patient effects were reported.